Manufacturer narrative:
This report is submitted october 29, 2019.

Manufacturer narrative:
This report is submitted on september 23, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6), 2019 due to extrusion of the receiver-stimulator. There are no plans to re-implant the patient with a new device as of the date of this report.